Manufacturer narrative:
According to the customer, the gloves are sticking together and ripping, which occurred in mid-december. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the gloves are sticking together and ripping.